Manufacturer narrative:
(B) (4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be due to a long suture tail and/or bias wear. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A large perforation in the lunula of the right cusp appeared to be due to contact with a long suture tail and/or bias wear along the outflow rail. A large tear through the free margin and lunula of the non-coronary cusp appeared to be due to contact with bias wear and/or a possible long suture tail. All commissures were intact. Radiography shows no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded damage to the valve was due to a long suture tail and/or bias wear.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 6 months, was explanted for an unknown reason.